Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. Upon interrogation it was noted that the right ventricular lead exhibited high impedance. The lead also exhibited failure to capture. The physician attempted to cap the lead on (B)(6) 2018. During the procedure there was an svc tear when the physician went in to replace the lead. The lead was not replaced and the procedure was aborted. No further information was available.

Event description:
New information received states that during the procedure on (B)(6) 2018 the patients svc/subclavian junction had some stenosis, while putting in a wire it and the dilator went subintimal and the procedure was aborted. The pocket with the device was never opened. No lead caused an issue, the patient was stable and never had any negative outcomes. The patient was discharged with a lifevest. Then the patient was later brought into the operation room for lead revision. The lead was capped on (B)(4) 2018. The patient was stable prior, during and post procedure.